Event description:
On october 18, 2007, isi representatives evaluated the site's da vinci s 8mm instruments to determine if the 8mm cannula accessories may have caused instrument tube abrasions similar to medwatch MFR report #2955842-2007-00438.

Manufacturer narrative:
Considerable visible scratches were found on the maryland bipolar forceps instrument main tube at the distal end near the metal wrist section. The main tube scratches are consistent with collisions between two instruments inside the body and may have been created by instrument collisions over multiple cases. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.